Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010. The customer reportedly stated he was not diagnosed with hypo- or hyperglycemia, but only "water in the lungs" (pulmonary edema). Based on existing information there is no indication that the reported medical event was related to diabetes as there was no diabetes-related diagnosis and/or treatment. There was no report of death or serious injury related to an adc product.

Event description:
In using an affected test strip related to an on-going field action for abbotts precision family test strips, the customer reported readings issues. The customer reported that on (B)(6) 2011 he received a reading of 191 mg/dl at 12:05 pm and that reading was lower than he felt. During the course of the adc customer service troubleshooting survey the customer additionally reported he believed he experienced a medical event and such event was due to the meter reading "too low." The event reportedly started in (B)(6) 2010 when he experienced symptoms of thirst and went "to the bathroom more (often) than usual." The customer reported he went to a hospital at that time and he was dehydrated and his "water pill" was taken off. No specific diagnosis and/or treatment for diabetes was reported. The customer then went back to the hospital three weeks prior to calling adc customer service as he experienced pain in his chest and breathing difficulty. At the hospital, the customer was reportedly told he had "water in his lungs," and received treatment for this diagnosis: he drank water as well as he was "put back on a water pill and a potassium supplement" regimen. The customer also reported he received two injections and an intravenous medication for the "water in the lungs."